Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported a error with the scope. The customer was not in front of the unit during the call. The customer will try to troubleshoot and call us if he needs any furth ER assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error. The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device was not returned to olympus for physical evaluation. The investigation was unable to establish the root cause of the reported endoscope communication error (b30). Olympus will continue to monitor field performance for this device.